Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - crack with leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269, lot number 21016619 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 27jan2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced device damage. The following information was provided by the initial reporter: the item has lipids and biological contamination in it. They have reported the crack or leaking is at the plastic filter site in the line.